Manufacturer narrative:
The unit had missing segments due to a cracked and bleeding lcd glass. The displacement test could not be performed due to missing segments. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer's mother called in to report a cracked display due to falling down the stairs. The customer's blood glucose level was 200 mg/dl. No further details were provided.